Manufacturer narrative:
This is being filed as corneal staining and scarring. Method: no examination of device was provided which could indicate if the device caused or contributed to the incident. Results: there is no direct causal relationship established between the medical device and the incident. Conclusions: no conclusion can be drawn. Should further information be provided that would change this conclusion, an update to this report will be provided within 30 days of receipt of the additional information.

Event description:
The doctor reports that the pt was wearing the avaira +2.00/+2.50 and started having problems (B)(6) 2011. Pt suffered from hazy vision, corneal staining and scarring. Possible ulcer, although requires follow up. The pt was treated with vigamox and artificial tears and was advised to stop wearing the lenses. The doctor did not have lot numbers and did not provide pt information. This is being filed as corneal staining and scarring.